Event description:
The user found that the image was black and could not be used. There was no report of patient harm. The time of event is during inspection.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the accessory, ae-p1, was broken due to long-term aging, which caused the image black. The scope was repaired by the third party and returned to the hospital. Correction information: follow up #1, coding changed based on the investigation result. Additional information: this device was serviced by a third party, device manufacture date.